Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer received a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. It was further reported the customer was unable to obtain a glucose result and experienced a loss of consciousness. Customer was seen at a hospital where she was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional reported the customer received a "replace sensor" message after 4 days of wearing the adc freestyle libre sensor. It was further reported the customer was unable to obtain a glucose result and experienced a loss of consciousness. Customer was seen at a hospital where she was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.